Manufacturer narrative:
A review of the manufacturing instructions, drawing, quality control, complaint history, device history, documentation, inspection of unused product, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the reported burr on the device, seen through the tyvek packaging. This was confirmed to be peeling of the device¿s coating. Additionally, a document-based investigation evaluation was performed. There is evidence to suggest the product was not made to specifications.a review of the device history record showed one nonconforming event which could contribute to this failure mode; however, the affected units were scrapped and not replaced. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, the reported failure mode was traced to manufacturing. Retraining has been issued to affected departments. Cook will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Product code = dqx. Occupation = non-healthcare professional. PMA/510(k) number = preamendment. Usage of device = device not used. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, that a "burr" was observed on the tip of the amplatz stiff support wire guide. This could be seen thru the tyvek pouch, and was noticed in the inventory room of the facility by the customer. The package was not opened.